Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is experiencing fluctuations in volume connected with jaw movement.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode likely caused by continuous movements is suspected. However to determine an exact root cause, a device investigation at the explanted device is necessary.

Event description:
The patient reported fluctuations in volume with jaw movement. The patient was re-implanted on (B)(6) 2017. Despite requested, the device was not received for investigation.

Manufacturer narrative:
Conclusion: investigation results lead to the conclusion that likely the device failed due to damage of the reference electrode. The pattern of damage seems typical for having been caused by continuous movements on the reference electrode. The problems given in the patient report seem to match the investigation findings. Other damages found during investigation are attributable to the removal surgery.this is a final report.

Event description:
The recipient reported fluctuations in volume with jaw movement. The patient was re-implanted on (B)(6), 2017.